Event description:
It was reported by the affiliate that there was crossing difficulty with the 2 6x100 smart control stents in a lower leg pta and stenting procedure. The products were stored, handled, inspected and prepped according to the instructions for use. It is unknown if anything unusual was noted about the devices. The procedure was successfully completed with another device and there were no adverse consequences to the patient. Analysis of the stents indicated that they were both fully deployed.

Manufacturer narrative:
Upon review, the received condition of the stent, deployed, after a reported failure to cross, does not meet the definition of the reported event to the FDA, deployment difficulty-premature deployment. Therefore, the event does not also meet the criteria for reporting a 3500a form. No further information is available and no further reports will be forthcoming. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2012-00160 and 9616099-2012-00161.

Manufacturer narrative:
One non-sterile pkg assy 6x100 smart vas120cm was received coiled inside a plastic bag. Bent was observed at 10cm from ID band. Unit was deployed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kink/bent condition could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue. The failure reported "failure to cross" by the customer could not be confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2012-00160 and 9616099-2012-00161.